Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the subject coil was unable to be placed in the target vessel. The physician attempted to resheath the coil; however, upon removal the coil was detached in the microcatheter. The coil and the microcatheter were removed together as one unit with no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned partially in the introducer sheath. Visual inspection and microscopic of the device found that the proximal contact was bent and the delivery wire was kinked and bent. The observed proximal contact and delivery wire kinks were most likely caused by the handling of the device. It was confirmed that the main coil was physically detached (break at the detachment zone) from the delivery wire and was not returned. No other anomalies were noted. From the information provided, the main coil was unable to be placed stably inside the coil mass and was attempted to be withdrawn subsequently it detached. The main coil had not detached by electrolysis but had separated due to a break at the main coil detachment zone. Based on the information provided and investigation results, the reported coil premature detachment and damages found to the delivery wire are most likely related to some procedural factors limited the performance of the device, which met all required specifications therefore, it was determined that the reported event was operational context.

Event description:
It was reported that during the procedure, the subject coil was unable to be placed in the target vessel. The physician attempted to resheath the coil; however, upon removal the coil was detached in the microcatheter. The coil and the microcatheter were removed together as one unit with no adverse consequences to the patient.